Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator's battery is not recharging. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that device has a possible battery charging issue. The fse evaluated the device. The device had no problems found. However, the customer would like some action taken therefore so for customer satisfaction an ac power module will tried to be sent to this customer. However, the device is at end-of-life since 31dec2022 and parts are not available by philips. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating by specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.